Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 378mg/dl. The customer's most current level was 409mg/dl. The customer states they had ran out of insulin. The customer states they would be administering insulin and monitoring the device.